Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an automatic lead safety switch from bipolar to unipolar pacing configuration occurred on the right atrial (ra) channel of this pacemaker. The ra lead is from another manufacturer. Review of device data indicated that a high pacing impedance measurement, greater than 3000 ohms, was the cause. As a result of the switch to timing with unipolar pacing, pacemaker mediated tachycardia occurred in the ra lead. The pmt was terminated after approximately twelve seconds. A boston scientific technical services (ts) consultant suggested potential reasons. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that an automatic lead safety switch from bipolar to unipolar pacing configuration, occurred on the non-bsc right atrial (ra) lead, connected to this pacemaker. Device review indicated that a high pacing impedance measurement, greater than 3000 ohms, was the cause. As a result of the switch to timing with unipolar pacing, pacemaker mediated tachycardia occurred in the ra lead. The pmt was terminated soon after beginning. Technical services suggested possible unipolar pace bipolar sense. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.